Manufacturer narrative:
There was an abutment removal which was performed under a general anaesthetic on (B)(6) 2020. The infection was treated with an oral antibiotic. This report is submitted on november 20, 2020.

Event description:
There was an abutment removal which was performed under a general anaesthetic on (B)(6) 2020. The infection was treated with an oral antibiotic.

Event description:
Per the clinic, the patient experienced repeated inflammation and infection around the abutment site. Additional information has been requested but has not been made available as of the date of this report.